Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually and microscopically inspected and leak tested. No damage was found upon visual inspection. The reservoir passed leak testing. The cylinders were visually and microscopically inspected and leak tested. Both cylinders had wear at folds in the middle of the cylinder bodies. The first cylinder had a hole from avulsion in the middle of the cylinder body; this did not extend to the inner tube. Both cylinders passed leak testing. The pump was visually and microscopically examined and underwent leak and functional testing. A leak, consistent with explant damage, was found in the junction of the pump strain relief krt tubing and the cylinder. The damaged tubing was removed prior to functional testing. The pump did not pass activation testing. Product analysis was unable to confirm the reported event related to the fluid leak but did confirm a pump issue that could have impacted the performance of the device.

Event description:
It was reported that the patient requested revision of an inflatable penile prosthesis (ipp) due to fluid loss from the reservoir, impairing the inflation and functioning of the device. The fluid loss was identified via ultrasound. A surgical procedure was later performed wherein the existing device was explanted and a new device was implanted. No patient complications were reported.

Manufacturer narrative:
Date of event: actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of this inflatable penile prosthesis (ipp) due to fluid loss from the reservoir, identified via ultrasound, which is impairing the inflation and function of the device. No patient complications were reported. The surgery has been scheduled for a later date.

Event description:
It was reported that the patient is requesting a revision of this inflatable penile prosthesis (ipp) due to fluid loss from the reservoir, identified via ultrasound, which is impairing the inflation and function of the device. No patient complications were reported. The surgery has been scheduled for a later date.

Manufacturer narrative:
Date of event: actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss from the reservoir which impaired the inflation and functioning of the device. The fluid loss was identified via ultrasound. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually and microscopically inspected and leak tested. No damage was found upon visual inspection. The reservoir passed leak testing. The cylinders were visually and microscopically inspected and leak tested. Both cylinders had wear at folds in the middle of the cylinder bodies. The first cylinder had a hole from avulsion in the middle of the cylinder body; this did not extend to the inner tube. Both cylinders passed leak testing. The pump was visually and microscopically examined and underwent leak and functional testing. A leak, consistent with explant damage, was found in the junction of the pump strain relief krt tubing and the cylinder. The damaged tubing was removed prior to functional testing. The pump did not pass activation testing. Product analysis was unable to confirm the reported event related to the fluid leak but did confirm a pump issue that could have impacted the performance of the device. Corrected data: h6 evaluation conclusion codes, b5 updated.

Manufacturer narrative:
B1. Adverse event/product problem updated. B2. Outcomes attrib to adv event updated. B5. Describe event or problem updated. D6b: explant date updated. H6. Impact codes updated.

Event description:
It was reported that the patient requested revision of an inflatable penile prosthesis (ipp) due to fluid loss from the reservoir, impairing the inflation and functioning of the device. The fluid loss was identified via ultrasound. A surgical procedure was later performed wherein the existing device was explanted and a new device was implanted. No patient complications were reported.